Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with moderate calcification, moderate tortuosity and 80-90% stenosis. During inflation of the 4.5x8 mm nc trek balloon dilatation catheter (bdc), the balloon became stuck within an unspecified stent. Upon attempted removal, significant resistance was encountered and the patient experienced bradycardia. Medication was provided. The device was removed with the guiding catheter. Upon successful removal, the balloon was noted to be flared. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported difficulty removing the device, material deformation, delay to treatment/therapy and medication require appear to be related to operational context. A conclusive cause for the reported patient effects of bradycardia and the relationship to the device, if any, cannot be determined. In this case, it is possible that the balloon dilatation catheter (bdc) was inadvertently misplaced and/or the stent was not full apposed to the patient anatomy such that the bdc becomes tuck with the stent and difficulty was encountered during removal. Subsequently, it is likely that the bdc became flared from interaction with the previously implanted stent, as difficulty was encountered. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. B2: corrected outcomes attributed to ae from required intervention to hospitalization-initial or prolonged, required intervention